Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). UDI # n/a. Concomitant medical products: 211220, comprehensive segmental revision system proximal body - large, 408330; 211226, comprehensive segmental revision system intercalary segments w/ screw, 186830; 211230, comprehensive segmental revision system modular stem w/ screw, 653070. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00639, 0001825034-2019-00634, 0001825034-2019-00637.

Event description:
It has been reported that patient was revised approximately six months post-implantation due to infection. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.